Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic duodenal switch, when making the pouch on the stomach, the stapler was able to fire; however, the knife blade of the reload did not cut all the way. The suture and reinforcement material beyond the staple line was still connected to reload. The surgeon had to use scissors to cut to suture and extra reinforcement material stuck to the reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.